Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensor no needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had no electrode. The customer's blood glucose was unknown. The customer report many sensor could not be used despite close attention had been paid for the setting. The customer stated would bring the reported sensor at the next visit and consult the doctor. The sensor will not be returned for analysis.